Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("2 weeks post surgery everything out except one ovary") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and flatulence ("gas pains"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case the following occurences were described in patient's social media: gas pain, device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.